Manufacturer narrative:
Unit alarmed compromised force sensor during basic occlusion test due to loose/protruded drive support disk. Unable to complete functional test due to compromised force sensor alarm. Unit received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was flushed. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.